Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 40 mg/dl, cause was unknown. Customer was admitted to the intensive care unit (ICU), additional information regarding treatment received was not provided. Customer was released from the hospital on (B)(6) 2024 with the issue resolved and no permanent damage. System check confirmed the pump was functioning as intended. Reportedly, customer continued to use the pump for insulin therapy.